Event description:
On (B)(6) 2012, the patient contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 01/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box history showed that power events had occurred. During testing the pump powered on normally with functional vibratory and audible alarms. There was no damage noted to the battery compartment or the battery cap. The pump was exercised for 24 hours without power issues or alarms. The pump was opened and there was no damage or defects observed to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.